Event description:
It was reported that the procedure was to treat a graft in the superficial femoral artery. The vessel wasn't tortuous; however, there was a bend. There was an issue during deployment of the absolute pro stent and the stent became accordioned. There was no resistance with the thumbwheel during deployment. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.